Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Receiver was charged and displayed a call tech support error. Functional testing and receiver download were unable to be performed. The receiver case was opened for further evaluation. A visual interior inspection was performed and the inspection passed. The data was unable to be downloaded directly from the u1 board. The reported event of an error icon display was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver displayed a "call tech support" error. No additional patient or event information is available. The receiver has been received for device investigation. A follow-up report will be submitted upon completion of device investigation.